Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. Patient described the area as dry, crusty, hive like open wound with some oozing. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown.